Event description:
It was reported that the device was not working during a procedure. The patient had already received local anesthetic. The procedure was cancelled and rescheduled in addition to two other scheduled procedures for that day. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the device was not working during a procedure. The patient had already received local anesthetic. The procedure was cancelled and rescheduled in addition to two other scheduled procedures for that day. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. It was also found that the power entry module and a display inverter board connector were damaged. A potential cause for both of these failures could be a trauma/impact to the unit. The bezel hardware was also found to be loose on the unit. Based on a review of trending, loose/damaged bezel hardware could potentially be a result of impact damage to the unit.